Manufacturer narrative:
Product is being returned for further eval.

Event description:
Customer reported an issue with the dpm 6/7 monitor's mpm module which may have affected pt monitoring. No pt injury was reported.